Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed central stent damage. Stent rows 1-11 proximal from the distal end of the stent and stent rows 1-10 distal from the proximal end of the stent appear undamaged; the remainder of the stent was damaged and deformed. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed a kink in the midshaft at approximately 25mm from the hypotube/midshaft bond. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.